Event description:
It has been reported that the bd viva¿ pen needle has been found breaking off during use. The following has been provided by the initial reporter: we had to assist a diabetic patient in removing one of your insulin pen needles from him, as he was unable to remove it himself. The patient advised us that he had previously encountered difficulties in removing these needles.

Manufacturer narrative:
Investigation: fifty sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 9099942, cat. No. 320425 along with four sealed and intact 32g x 4mm pen needle samples from lot no. 9057850, cat. No. 320425. Visual examination was carried out on returned samples and no issues were observed. No issues were observed with the returned samples therefore no root cause can be identified. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd viva¿ pen needle has been found breaking off during use. The following has been provided by the initial reporter: we had to assist a diabetic patient in removing one of your insulin pen needles from him, as he was unable to remove it himself. The patient advised us that he had previously encountered difficulties in removing these needles.